Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's husband reported via phone call that the insulin pump alarmed failed battery test alarm after every batty change. Customer's blood glucose was unknown. After troubleshooting, customer reported the insulin pump alarmed a failed battery test alarm. Customer was advised to monitor the device. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.